Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test. No motor error alarm was noted. No cosmetic damage was noted.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 141 mg/dl. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that he was able to complete the rewind sequence. The replacement policy was explained to the customer. Customer was advised to return the pump with the battery and zero out the basal rates. No add'l info provided.